Manufacturer narrative:
Date sent to FDA: 9/10/2020.

Manufacturer narrative:
Date sent to FDA: 9/21/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted ¿upon entering the peritoneum and into the abdominal space, it was immediately apparent that the bowel had grown into the mesh. It was extremely tight and adherent and was clearly the area of obstruction. A very difficult and tedious adhesiolysis was then undertaken to remove the bowel from the mesh and to perform an adhesiolysis from the ligament to treitz down to the ileocecal valve.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.